Event description:
Interventional radiologist md inserted PICC line under ultrasound fluoroscopy to the left brachial vein and threaded to 38cm. Placement confirmed under fluoroscopy. Good blood return and both ports flushed well. Md flushed ports with heparinized saline. Unknown concentration of heparin flush. Pt developed thrombosis one day later. Radiologist did not record any device identifying information. No packaging was saved and staff disposed of the device. It is unclear if the thrombosis is related to the PICC line.